Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the 7m po valve is blocked. Explanted. Delivered with the return kit inside an unknown liquid.

Manufacturer narrative:
Production and quality assurance data: the progav2.0 shunt system was launched in august 2017 made by qualified employees. Abnormalities during assembly did not occur. The valve was designed for packaging and sterilization released and sterilized in the company autoclave. The progav2.0 valve has the target pressure levels 0 to 20 cmws. The valve characteristics after closing the valve for 5 ml / h or 50 ml / h flow for the set compression level 0.10 and 20 cmh2o were fine. The valve has been finalized as item fx413t and for shipping approved. The valve characteristics correspond to the specification. The brake was adjusted according to the specification. The progav2.0 has been preset to position 5 cmh2o. The tightness of the system has been tested and proven. All controlled characteristic values were within the required specification. Investigation: optical test: in the first step of our investigations we have an optical test performed. We could not detect any deformations or similar damage. Penetration test: to check for possible blockage of the progav2.0 valve, we have made a permeability test. This test will be included a hydrostatic pressure difference of about 20 - 30 cmh2o in flow direction performed. The test has shown that the valve is permeable. Adjustment test: in the further course of our investigations we have adjusted the progav2.0 to all pressure levels up and down in 5-step increments. The investigation has shown that the valve in each of set the pressure step ranges. Brake force and brake function test: to measure the brake release force, we have the valve with a brake force meter checked. Here's how much power is measured housing must be exercised to release the rotor to the valve, through the magnet integrated in the device. The brake function could be proven correctly. The measured values of the braking force were within the permissible limit tolerances. Result: at the beginning of our investigations we have an optical inspection of the valve performed. Deformations or damage to the valve were not detected. In the further course of our investigation, the progav2.0 valve tested positive for permeability. In the next step we have an adjustment test on the progav2.0 valve carried out. The valve could be adjusted in all pressure step ranges. The function of the brake could be proven positive, the measured values of braking force were within specifications. For a comprehensive examination result, we have the entire shunt system considered and the shunt assistant also examined. Visually, no abnormalities could be detected here. In addition, the shunt assistant became permeable in the same way tested. The investigation has shown that the valve is permeable. To verify whether the implants considered here by the known risks of hydrocephalus therapy (eg cerebrospinal fluid how protein, blood or tissue particles) were affected, we have both valves are finally opened. After opening both valves inside the progav2.0 and the shuntassistant no apparent deposits are found. Based on our findings we can not confirm the suspicion of constipation. Also the detailed suspected deposits were not detected. However, even the smallest, not visible amounts of protein able to temporarily influence the function of the valve. Need for action: in our view, there is no need for further regulatory action. The progav2.0 shunt system has left christoph miethke gmbh & co. Kg in perfect condition. Corrected data: height: 150 cm.